Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the left ventricular lead exhibited loss of capture. The lead was found to be dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.